Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that to resolve the stimulation being too strong after the MRI they check the batteries once a month on the external devices and check the reading on the implant. It was reported that the issue was resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a MRI and they had to turn it off but their equipment was shot and they patient waited for [manufacturer] to send them replacement equipment. Pt said were able to do their MRI and afterwards when they turned it back on it was too strong and it felt like it electrocuted their butt. Patient services worked with patient to use their equipment to synch with their implanted neurostimulators and patient was successful to decrease stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Patient services offered and emailed handset quickguide.